Event description:
It was reported that the syringe flange was broken and the power cord exposed wires. No patient involvement or injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case left corner cracked, bottom case screw post broken off, ear clip is upside down, power cord insulation was pulling apart and exposing the wires. There was check syringe flange sensor present in the event history log. During the visual inspection the reported error was verified. Ear clip broken, power cord falling apart with exposed wires. The root cause of this issue was due to the customer's impact to the device. Replaced damaged ear clip and power cord and performed power up process, preventative maintenance and all functional tests which passed.